Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureter dilatation procedure on an unknown date. According to the complainant, the device fell into an unsterile area during preparation and was not used inside the patient. However, the device was returned with evidence that the balloon was inflated. The balloon was torn longitudinally between the distal and proximal radiopaque markerbands, indicating that it may have ruptured. There was no damage noted to the outer box of the packaging. The physician completed the procedure with another uromax balloon catheter and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4) "balloon material torn." A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The outer pouch and balloon catheter were returned for analysis but the inner pouch or the packaging tray and lid were not returned. Visual analysis of the packaging revealed that the outer pouch was open along the chevron seals. The bsc seal was intact. The outer pouch had an imprint on both the foil and tyvek side of the pouch indicating that it had been sealed. The imprint was smooth and no fibers were noted. Visual examination of the balloon catheter revealed that the balloon material was torn longitudinally between the distal and proximal radiopaque markerbands, indicating that it had been used. Handling damage contributed to this event.